Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer received a compromised force sensor system alarm during a prime. Customer's blood glucose was 197 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer also stated they did not drop or bump their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.